Event description:
It was reported that during a knee arthroscopy the suture came loose from the needle outside of the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588tnt was returned for investigation. Visual evaluation of the device noted that the needle was detached from the suture. Signs of crimp were observed on the end of the blue suture. It was further noted that the blue suture had been cut under the tape tag. An eco-34288 was implemented to improve the manufacturability of this device. CAPA-00484 was opened for this issue. The most likely cause for the suture being cut can be attributed to misuse due to a user modification. Functional testing was performed by tensioning the white loop suture strands to ensure movement of the loops and the loops were found to function as required. Refer to investigation photos.